Event description:
It was reported that the customer contacted support because she was unsure whether the device was delivering insulin, noting that her blood glucose levels were elevated. She stated that no occlusion alerts had occurred. While on the call, she checked her cgm and observed that her blood glucose levels were decreasing, having dropped from 223 mg/dl to 192 mg/dl with a right-pointing trend arrow. She acknowledged that she sometimes becomes nervous about her glucose levels and believed that eating out had contributed to the elevation. She planned to continue monitoring both her glucose levels and the device and would call back if further assistance was needed. Her blood glucose levels were affected, reaching a high of 223 mg/dl and remaining outside the 70¿180 mg/dl range for a couple of hours. No back-up therapy was used, no ketone testing was performed, and there were no recent steroid injections. She did not receive professional medical intervention or any additional assistance and reported no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.